Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). More than 7 years have passed since the device was delivered, and the power supply unit may have failed because the parts of the power supply unit have deteriorated over time due to repeated use for a long period of time. Omsc concluded that the xenon lamp could not be powered due to a failure of the power supply unit and the lamp did not light. In addition, the output socket may have worn out and failed due to repeated use for a long period of time. As a result, the light guide corresponding to the highlight mode could not be detected, so it is possible that the mode was not switched to the highlight mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; there was no xenon lamp in the device. The output socket was broken. The converter, side clamp, binder and output socket were replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the examination lamp of the device was not lit up. The intended procedure was canceled. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the following; the power supply was broken. The examination lamp was not lit up. The highlight mode was not activated and the brightness adjustment did not work.